Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) lead, implanted (B)(6) 1998. (B)(4).

Event description:
It was reported that there was a right ventricular (rv) lead warning. Notable data indicated there were low pacing impedances on the rv lead. The r waves had decreased. It was additionally reported that the right atrial (ra) lead had dislodged. The rv and ra leads were both capped and replaced. No patient complications have been reported as a result of this event.